Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 500 mg/dl. The contact alleged bg level was due to pump being ¿defective¿. The contact could not provide any information on what treatment was received while in the hospital. The nurse verified that there were no alerts/alarms/malfunctions received and that there were no damage to the supplies. The customer resumed insulin therapy with the pump; however, the customer's bg began to elevate. Therefore, the customer was removed from the pump. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.